Event description:
It was reported that during priming with one (1) unit of a prismaflex m150 set, an external leak was observed, further specified as "there was water seepage in the tube between the outlet end of the filter and the venous pot." It was further reported "the tube was broken." There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.